Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform the displacement test due to blank display anomaly. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a blank display on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump got wet on monday at (B)(6). The customer stated that the pump was exposed to water. The customer stated that there is fluid under the lcd display. The customer stated that there was a foggy condensation. The customer stated that the pump has not been dropped or bumped. The customer stated that there are no cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.